Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). H3 other text : device not returned.

Event description:
The customer reported the device has dropouts in the measurement. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was investigated. The rad-97 was unable to obtain measurements and displayed a "sensor off" error message. The inability to obtain values or interuption in measurement was due to a solder joint failure on the technology board. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: +(B)(6).

Event description:
The customer reported the device has dropouts in the measurement. There was no patient impact or consequences reported.

Event description:
The customer reported the device has dropouts in the measurement. There were no patient impact or consequences reported.

Manufacturer narrative:
Other, other text: "UDI related data quality updates only." This correction updates the UDI information, 510k number, and model number to ensure alignment with gudid. The 510k number in gudid was updated to k212161 to correspond with masimo's 4-digit model number (9738).